Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the harmonice ace instrument was inspected and the blade was found broken. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the blade at the base ¿ the broken piece was not returned for evaluation. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with a missing blade.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The issue was observed during inspection after conducting the self test.

Event description:
Refer to h10/h11 for follow-up information.